Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the device failed the calibration performed by the distributor system operator. No patient injury was reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an inoperable downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Device history record (DHR) review showed no evidence of any issues during manufacture and there was no indication of a manufacturing defect during the investigation. Per service history review this device has not been in for service previously.